Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. Customer¿s blood glucose level was 115 mg/dl. Customer reported that the insulin pump had act button which was unresponsive. Customer did not assist with troubleshooting. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.